Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a carotid stenting procedure. Reportedly, during device deployment a cuff miss occurred. The device was removed and a second proglide was deployed. During knot advancement the sutures came out of the artery. At this point the arteriotomy had become bigger and the physician decided to deploy two proglides to close the artery. The devices were deployed without incident; however, bleeding was still observed. Manual arterial compression was used for approximately 10 minutes to achieve hemostasis. A non-abbott device was also used as a safety measure. It was indicated that the tissue tract was deep and the patient was really obese. The physician believes patient anatomy may have played a role in the difficulties experienced. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in her seventies. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency. The additional three perclose proglide devices referenced are being filed under separate medwatch MFR numbers.